Event description:
Biomed reported a pacu patient was on pca and the dose request button was stuck down without alarming. Reportedly 2 unintended/unrequested doses were delivered. The nurse was nearby and heard the pump beep, then noticed it was "giving a dose that hadn't been requested." Per nursing documentation, the pca had 3 demands and 2 deliveries of dilaudid with the patient receiving 0.3mg of medication. The patient complained of nausea but it was not known if the nausea was related to getting the unintended pca doses or from her post-op condition. The patient required multiple doses of nausea meds to get the nausea under control. Biomed checked the dose request cord later in the biomed shop and without pressing the button it alarmed after about 10 seconds with a message: "pca dose request button stuck. Button on handset has been pressed for too long." Although requested, no further patient/event information was provided.

Manufacturer narrative:
(B)(4). Although requested, the devices have not been rec'd. A f/u report with failure investigation results will be submitted should the devices be returned for evaluation.